Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed moisture residue behind the display lens. There was no visible damage to the pump casing. There was no evidence of moisture or corrosion in the battery compartment or the cartridge compartment. The pump was opened for further investigation, and there was evidence of moisture residue found around and behind the display screen. Unrelated to the moisture issue, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that there was moisture behind the display screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).